Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced discomfort, soreness, and a pinching sensation at the implantable pulse generator (ipg) site following implantation of the implantable neurostimulator 977119 ngrc-ecaps magnetic resonance imaging (MRI). The patient stated that the battery did not lie flat under the skin, which sometimes made it difficult to connect with the charger. On (B)(6) 2025, the ipg was surgically moved a few inches superior and tacked in place with suture to improve comfort and ease of charging. During the procedure, the lead/ipg connection and impedances were checked with a cs tablet and were within normal limits. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.